Event description:
Complainant alleged that an arc was observed on the electrode after the tenth shock to a patient (age & gender unknown). Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.